Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The root cause could not be identified by the investigation. There have been no other complaints reported in the lot number. Additional information was requested on (B)(4) 2012, by phone, fax, and mail. A completed questionnaire was received on (B)(4) 2012. (B)(4).

Event description:
A nurse reported a pt who is unhappy with her outcome following bilateral intraocular lens (iol) implant surgeries. The nurse reported the pt had a poor visual outcome and is intolerant of the multifocal lenses. The surgeon is planning to exchange the fellow eye first with a monofocal lens. If the pt is happy with the outcome, then he will bring her back and exchange this eye also. Additional information was received from the surgeon who indicated that limbal relaxing incisions had been performed approximately (B)(6) months following the iol implant procedure. The pt was referred to a neuro-ophthalmologist who agreed to exchange the lenses. This eye is pending the iol exchange at this time. The surgeon reported the use of an unapproved viscoelastic during the surgical procedure. There are two medical device reports associated with this event. This report is for the right eye.